Event description:
Customer reported no sound on the speaker when doing the audio test. The device was not in use on a patient.

Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
Customer reported no sound on the speaker when doing the audio test. Patient involvement is unknown.